Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the transplant coordinator that the pump had reached its end of life, and a decision was made to replace the lvad with another lvad. The exact symptoms that the pump was exhibiting were not reported.

Manufacturer narrative:
The pt remains on lvad support. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.